Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse replaced the probe wipe assembly, resolving the issue. Failure mode was probe wipe assembly. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that about 1 ml of diluent leaked onto the white tray below the secondary mode probe of the coulter lh 780 hematology analyzer. The leak was observed after troubleshooting for issues with the probe wipe movement and having reset the analyzer. The leak did not impact electrical or optical performance of the system. The customer was wearing gloves, a laboratory coat, and eyeglasses at the time of the event. There was no biohazard exposure to mucous membranes or open wounds, and the operator did not seek medical attention. No patient samples were affected as a result of this event.